Event description:
At three separate times when doing colonoscopies on 3 different patients in the same day, the computer screen went blank during the procedures. It took several minutes to reboot the system and delayed the procedures while the patients were under anesthesia.

Event description:
At three separate times when doing colonoscopies on 3 different patients in the same day, the computer screen went blank during the procedures. It took several minutes to reboot the system and delayed the procedures while the patients were under anesthesia.